Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the delta monitor on the patient did not give an alarm when the patient tore the ECG electrodes and the spo2 sensor from her body. The patients spo2 dropped significantly and she had to be resuscitated. The patient was successfully resuscitated. The monitor was then checked by both the hospital biomed department and a dräger service technician. No malfunction could be detected.

Manufacturer narrative:
Clarification as to whether the device provided a technical alarm for when the patient was no longed attached to the monitor ECG/spo2 was requested. The staff was unsure as to whether the technical alarm was provided. Additional information was requested including full disclosure information of the event, device logs and screenshots however, no additional information was received. There is no information to support that a device malfunction occurred.

Event description:
The customer reported that the delta monitor on the patient did not give an alarm when the patient tore the ECG electrodes and the spo2 sensor from her body. The patients spo2 dropped significantly and she had to be resuscitated. The patient was successfully resuscitated. The monitor was then checked by both the hospital biomed department and a dräger service technician. No malfunction could be detected.